Event description:
It was reported by customer that writer using a bd eclipse needle 25 g x 5/8"" to administer patient's medication. The safety guard broke off right as writer was about to administer medication to patient and writer now unable to do anything about it and had to use the needle as it was already in patient. Writer ended up poking self with used needle. Complaint via email. Alberta mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2026 site name/location: xxx level of harm: unknown xx optional report to cmdsnet (xxx): incident details: writer using a bd eclipse needle 25 g x 5/8"" to administer patient's medication. The safety guard broke off right as writer was about to administer medication to patient and writer now unable to do anything about it and had to use the needle as it was already in patient. Writer ended up poking self with used needle. Procedure: subcutaneous injection device information device name/description: needle hypodermic safety 25ga x 5/8 in eclipse manufacturer: xxx manufacturer code/model: 305759 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): supplier: xxx supplier catalogue number: 308-305759 was the device retained? No

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.